Event description:
The patient is a status-post renal transplant. He was hospitalized due to organ rejection. He underwent an ultrasound-guided percutaneous renal biopsy. During the biopsy the gun misfired several times. The surgeon was unable to obtain a core sample, so he obtained another gun. That one misfired as well. Eventually a biopsy was obtained, but the patient had to undergo five passes instead of the customary two or three. There was no hematuria noted after the procedure.